Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a: rite - earth leakage current failed performance spec: earth lc normal 585.5 microamps, (specifications 4.0 - 300.0 microamps), earth lc single fault normal 597.8 microamps (specifications 4.0 - 500.0 microamps), and earth lc single fault reverse 592.9 microamps (specifications 4.0 - 500.0 microamps). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test: earth lc normal 585.5 microamps, (specifications 4.0 - 300.0 microamps), earth lc single fault normal 597.8 microamps (specifications 4.0 - 500.0 microamps), and earth lc single fault reverse 592.9 microamps (specifications 4.0 - 500.0 microamps). External and internal inspections observed contamination/corrosion throughout the device due to the device having been submerged in water. Comprehensive analyze could not be performed due to risk of contamination of pal homechoice test articles. Checked for infinite resistance reading from ground to each alternating current (ac) input terminal at the power entry module, line, and neutral both 5-6 megaohms to ground, fault was isolated to the pump assembly. The assignable cause for the rite earth leakage current failure was a malfunctioning pump assembly due to contamination/corrosion. Device was identified to be scrapped.